Event description:
On (B)(6), 2011 additional information was received when the vns implanting surgeon reported that the patient was admitted to the hospital on (B)(6), 2011 due to infection. The patient's parents first noticed drainage on (B)(6), 2011. The generator and lead were explanted due to the infection on (B)(6), 2011. No other interventions were taken. The infection was caused by the recent battery replacement surgery. No patient manipulation or trauma occurred that is believed to have caused or contributed to the infection. The patient was re-implanted with vns on (B)(6), 2011.

Manufacturer narrative:
Date of event, corrected data: additional information was received from the surgeon on (B)(4), 2011 regarding the event date; therefore the initial MDR had the wrong date listed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6), 2011, a vns implanting surgeon reported that the vns patient had a staph infection at the generator site and up the lead. The patient's vns was explanted, unknown date. The patient will be re-implanted when the infection is cleared. The manufacturing records were reviewed and sterilization for both the generator and lead were confirmed prior to distribution. Additional information has been requested from the surgeon but no further information has been received to date. When additional information is received, it will be reported.